Manufacturer narrative:
(B)(4).

Event description:
It was reported that the intra-aortic balloon (iab) was inserted in the patient. The intra-aortic balloon pump (iabp) has been supporting the patient very well on minimal inotropic support. The pump has been running in autopilot on 1:1. The rn reported that the pump is alarming for persistent helium loss alarms. There was one high pressure alarm prior to the helium loss alarms. She also stated that there are blood flecks in the gas tubing. The md was called to remove the iab and another was successfully placed. There was no report of patient complications, serious injury or death.

Manufacturer narrative:
(B)(4). Teleflex did not receive the device for investigation therefore the reported complaint of iab leak suspected is not able to be confirmed. The root cause of the complaint is undetermined. If the product is returned at a later date, a full investigation of the sample will be completed. A device history record (DHR) review was conducted for the lot number with no relevant findings. The device passed all manufacturing specifications prior to release. Teleflex assessed the risk for the reported complaint. There are no new or revised risk. The reported complaint will be monitored for any developing trends. No further action required at this time.

Event description:
It was reported that the intra-aortic balloon (iab) was inserted in the patient. The intra-aortic balloon pump (iabp) has been supporting the patient very well on minimal inotropic support. The pump has been running in autopilot on 1:1. The rn reported that the pump is alarming for persistent helium loss alarms. There was one high pressure alarm prior to the helium loss alarms. She also stated that there are blood flecks in the gas tubing. The md was called to remove the iab and another was successfully placed. There was no report of patient complications, serious injury or death.